Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with your endopath endoscopic multifeed stapler while performing a unknown. The product complaint analysis team has completed its investigation of the devic which was returned to co with product inquiry #973200. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates a)yes,b)yes,c)ye, nose shroud cracked/broken a)yes,b)yes,c)no, staples in nose a)yes,b)yes,c)ye, staples in the track a)yes(16).b)yes(2, trigger engaged with precock a)yes,b)yes,c)ye. Functional tests & results: cylced instrument a)yes,b)yes,c)yes. Analysis conclusion: based on the visual examination, it was concluded that instruments a and b jammed duiring surgery due to a yielded cartridge nose weld. Instrument c was found to b conforming its remianing four staples fired and formed properly. No conclusion could be reached as to how the nose welds had yielded. Co reviews each incident as it occurs in a effort to continuously improve the proucts and process.